Manufacturer narrative:
Devices remain implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the initial implant, the physician experienced difficulty withdrawing the delivery system. The device deployment was completed and the final placement of the device landed 1cm lower than planned. A type 1a endoleak was observed at the top of the sealing rings of the device. The physician was not able to seal the leak due to the unavailability of the proper device needed. On (B)(6) 2016, 3 days post initial implant, the patient underwent access site repair due to a pre-close failure from the initial procedure. The physician is planning a subsequent endovascular procedure at a later date to seal the type 1a endoleak. The patient is in stable condition.